Manufacturer narrative:
Device evaluated by MFR: the generator was returned. No visual damage was noted and the tamper proof seal was intact. The device passed power-on self-test (post), rf on test, and all performance criteria of the final test procedure. Power output was verified to be within specification. Pad connector continuity test, pad over-current shutdown test, short-circuit shutdown test, and rf delivery test were also performed during environmental stress testing at high and low temperature and high and low line voltages with no problem found. The top enclosure of the device was removed and a visual inspection was performed with no defects found. The device did not exhibit any malfunction which would account for the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that pad burns occurred. The patient was undergoing a radiofrequency ablation (rfa) procedure for a kidney tumor with a rf3000 radiofrequency generator. It was noted that the patient had severe arthritis and could not lay flat. The patient was lying on his left side with doubled pillows between his knees and pad placement was correct per the staff. The nurses smelled burning skin during the procedure and checked the pads for excessive heat. Nothing out of the ordinary was observed, therefore ablation was continued and the procedure was completed. However, skin burns and blistering up into the patient groin area were observed at procedure end. Upon removal of the one of the pads, the skin was stuck to it and peeled off the patient. The surgical staff noticed the wattage of the rf3000 did go over 200 (up to 209w) for a period of 15 minutes while ablating. The patient is stable and the burn wounds have been treated. No further patient complications were reported.

Event description:
It was reported that pad burns occurred. The patient was undergoing a radiofrequency ablation (rfa) procedure for a kidney tumor with a rf3000 radiofrequency generator. It was noted that the patient had severe arthritis and could not lay flat. The patient was lying on his left side with doubled pillows between his knees and pad placement was correct per the staff. The nurses smelled burning skin during the procedure and checked the pads for excessive heat. Nothing out of the ordinary was observed, therefore ablation was continued and the procedure was completed. However, skin burns and blistering up into the patient groin area were observed at procedure end. Upon removal of the one of the pads, the skin was stuck to it and peeled off the patient. The surgical staff noticed the wattage of the rf3000 did go over 200 (up to 209w) for a period of 15 minutes while ablating. The patient is stable and the burn wounds have been treated. No further patient complications were reported.

Manufacturer narrative:
(B)(4).